Event description:
As reported, the patient underwent bilateral inguinal hernia repair with implantation of two 3dmax mid mesh (device #1 and device #2) on (B)(6) 2026 and the mesh "failed to be installed properly on the patient." "Doctor ordered a pelvis CT in (B)(6) 2026 due to patient complaints. Found - large bilateral inguinal hernias. The left inguinal hernia contains loop of sigmoid colon. There are large cysts in both inguinal hernias." As reported in follow up with nurse, "giant right inguinal hernia containing loops of small intestine, reducible. Slightly smaller but still giant left inguinal hernia containing adipose tissue and omentum. Surgeon reports that he had met with local bard mesh rep to discuss specific techniques necessary for this mesh ¿ rep validated the techniques that surgeon described was correct. Surgeon used a robotic approach using davinci xi robot. From surgeon operative note¿¿right ¿attempted to put an oh symmetric pds suture to close the hernia from the medial to lateral direction however there was significant tension therefore only 1-1 ½ cm segment was reapproximated. The mesh was then secured with direct pressure as well as 2 interrupted 3-0 vicryl sutures. One was placed on the "cyst this" (symphysis) pubis and was placed in the high lateral portion of the mesh to the abdominal wall. Left¿.mesh was deployed medially so that there was a 1 cm overlap at the symphysis pubis and laterally below the oblique tract to cover well direct indirect and femoral spaces, used 3-0 vicryl sutures to secure it medially as well as hide and lateral. Surgeon reported mesh failure noted at the 2 week post op office visit. These hernias had been present for many years but surgical intervention delayed 5 years due to treatment of prostate cancer. Patient planning surgical repair again in the (B)(6) of 2026. This file represents device #2 (3dmax mid right mesh).

Manufacturer narrative:
As reported, after delaying repair for five (5) years due to prostate cancer treatment the patient underwent repair of bilateral inguinal hernias with the placement of 3dmax mid mesh. Reportedly, "mesh failure" was noted during the second week post-operative visit. Two (2) months post implant a pelvic CT scan revealed large bilateral inguinal hernias along with large cysts in both inguinal regions. The patient is currently planning a repeat surgical repair in the (B)(6) of 2026. Based on the information available to date, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative condition. Hernia recurrence is a clinically understood potential complication of surgery/use of the device and is listed in the adverse reactions section of the instructions-for-use, supplied with the device, as a possible complication. The warning section states, "to prevent recurrences when repairing hernias, the mesh should be sized with appropriate overlap for the size and location of the defect, taking into consideration any additional clinical factors applicable to the patient. Careful attention to mesh fixation placement and spacing will help precent excessive tension or gap formation between the mesh and fascial tissues." Review of manufacturing records confirms the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. This emdr represents the 3dmax mid right mesh (device #2). An additional emdr was submitted to represent the 3dmax mid left mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.